Event description:
Philips received a complaint on the v60 ventilator, indicating that the device not going into standby. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. While troubleshooting with the philips remote support engineer (rse), the average air displayed -4.9 slpm. The rse recommended replacing the flow sensor assembly.

Manufacturer narrative:
H10: it was confirmed that the device was not in patient use at the time the issue was discovered, it occurred when the device was already taken off the patient to be on standby. No patient harm reported. The customer replaced flow sensor assembly to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).